Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was defective and haptic was broken. Additional information has been requested and received stating that it was noted during loading of the lens by the surgeon there was no direct contact of the damaged lens with the patient.